Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the imaging system functioned as designed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while booting up the system, the viewing station of the imaging system shut down without prompt from the user. The system was rebooted three times which restored functionality. There was no patient present when this issue was identified.